Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. The cause of death was not reported. It was not reported if the patient was recovering or was recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Dianeal therapy was reported to be ongoing, but it was not reported if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.